Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. One similar event has been identified for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The loading of the intraocular lens (iol) is essential for the performance of the injector and its cartridge. Issues during the loading process may easily lead to torn haptics indicated the hard plunger rod not carefully following the directions for use (dfu). This event may be the result of a loading error.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the right (od) eye, the surgeon noticed one of the iol haptics had broken after implant into the eye. The incision was slightly enlarged (2.44mm to 2.8mm). The iol was cut up and removed. A back up lens of the same model and diopter was successfully implanted and three sutures were required, which is not part of standard protocol. No further complications were experienced and the reporting facility indicated there was no patient injury. In the physician's opinion, the most likely cause of the iol damage was due to a loading error. The patient's prognosis is good.